Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician captured the stone with the basket and was trying to rotate it for removal, but the stone became disengaged from the device. Another attempt was made to retrieve the stone, but this failed as well. The basket was then removed and found to have a broken wire. Another device was used to complete the procedure, and there were no injuries or additional procedures. No pieces of the device were left in the patient.